Manufacturer narrative:
Medical device problem code 2017 - failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the common femoral vein was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to a micra-pacemaker interventional procedure. Reportedly, femoral imaging was not performed to verify the puncture site. There was no return of blood through the marker lumen. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 23f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Manual compression was performed for precautionary purposes only. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.